Manufacturer narrative:
(B)(4). Date sent: 5/5/2025. Additional information received: the operating physician is dr, good luck reaching him, or getting any information needed to help me! (Phone number withheld) is the office number. After surgery I called three times trying to explain that I was in severe pain and needed to be seen. He had his nurse cancel all of the appointments, so I finally started seeking help elsewhere! I had another surgeon reach out to him, dr here in (B)(6) texas and he would not even speak to him or return his calls, and so he also bailed out on helping me! I am tired, and just waiting for the day that I finally end up dying from this. My body is so tired of fighting! Attached is everything you asked for: allergy testing. I went ahead and attached operative report & surgery records as well. Again, I was completely unaware I even had 7-9 ligaclips in me until the following year when I went in for an MRI and was asked if I had any implants of any kind, and was like "no absolutely not" and when it was over they were like, "well you actually do have several clips inside you." I have been through absolute hell trying to find anyone that could help me with what was finally diagnosed as contact dermatitis due to an allergic reaction in my ears, on my face, hands, arms, vaginal area, and body that didn't start until a month or so after the surgery. My legs now swell, I have fatty liver "never had before" and I am losing my hair. All signs of my body rejecting these clips. I am attaching the allergy testing that was done, but I also had dupixent injections trying to get this under control, no help! I have been advised that the patch testing for titanium is hit or miss, so I will be out of pocket around (B)(6) to have a blood test called the melisa test done to help narrow this down, or possibly have a biopsy of the area of the clips done. I cannot wear headphones, we finally discovered the speakers were titanium and it was causing my ears and face to break out even more than before. I have been turned down by multiple doctors to help me because my medical records don't have enough information for them to feel comfortable, so in the meantime, here I am waiting for something catastrophic to happen. I have been to the ER several times, but by x-ray and ctscan they always just say "everything looks normal" while my body is giving up!

Manufacturer narrative:
(B)(4). Date sent: 5/5/2025.

Manufacturer narrative:
(B)(4) date sent: 5/5/2025

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "may we speak to the operating physician? If so, please provide name and contact information. Please provide a copy of the allergy testing that was completed." Additional information was requested and the following was obtained: "and my wbc is staying high, as well as all the infection markers in my blood work. Also, showing that my immune system is attacking itself trying to fight the allergic reaction.yes, I am the patient! Due to lack of documentation, I am being told by the surgery center that these are the clips that were used inside of me. I have been referred to several surgeons to have the clips removed due to being allergic, but no other surgeon will see me. I have had severe pain since having the surgery, developed severe dermatitis and eczema, losing my hair, nausea, weight loss, and extreme fatigue." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of surgery on (B)(6) of 2023 there have been having a lot of issues since. Patient did not find out that they had ligaclips inside them until (B)(6) of the following year. Patient was recently tested for allergies to the metals, but no one noted where or what materials they are made of during my surgery.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.